Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use on event on 28-april-2024. Tape was applied over the infusion set. Infusion set has been used for two days. Insertion area was cleaned, air-dried and free from hair. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off customer replaced infusion set and resumed insulin deliveries successfully. No further information available.